Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the patient's pacemaker exhibited under sensing of p-waves. No intervention was performed. There were no patient consequences.